Event description:
Related manufacturer report number: 2017865-2025-14997, related manufacturer report number: 2017865-2025-14999, related manufacturer report number: 2017865-2025-15000. It was reported that the patient was presented in clinic with discomfort and redness around the pocket. Upon further investigation, the device, atrial lead, right ventricular lead, and left ventricular lead were found to be eroded due to twiddler¿s syndrome. The entire pacemaker system was explanted. The patient was in stable condition.